Event description:
The operator for this device is a technician who is trained in the use of a perclose proglide device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the device, the knot was attempted to be advanced, when excessive bleeding was observed and the suture came out of the artery. Manual compression and a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Estimate age (patient was reported to be in his (B)(6)). Estimate weight (patient was reported to weigh over (B)(6)). Estimate date (reported to have occurred in the last week). Without the product to examine, no determination could be made as to the cause of the reported incident. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. Based on the information provided and the review of the lot history record, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the information received with this complaint, there does not appear to be any indications of a product quality deficiency.